Event description:
I had a spinal fusion done at (B)(6) 2019. One day after the surgery, while still in the ICU bed, one titanium pedicle screw broke, and I had to have a second surgery to fix it. Then some months later, 4 more screws broke and they had to do a third "do-over" surgery. A medtronic intellis neurostimulator was also implanted - and it's been nothing but trouble since. Not only is it no help, but mine intermittently goes out of control from the remote. It goes up and down in intensity on its own, sometimes so high that all I can do is agonize until it stops. I've contacted medtronic with no response, and the contact person assigned to me, "no longer works there." Now, I need a 4th surgery to remove the medtronic and to see if there is anything that can be done to fix the crippling nerve damage I suffer as a result of all this fiasco. I would like to add myself to any list you may be accumulating of people who have serious problems with implanted titanium fusion screws and the medtronic intellis. Mine was installed, without any prior testing done, at (B)(6) 2019. I didn't know it was supposed to be tested for a week outside the body. Nobody told me that. FDA safety report ID# (B)(4).